Manufacturer narrative:
(B)(4). Date sent: 12/18/2020.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. H6: component code = g04. Investigation summary: the analysis results showed that one ec45a device was returned articulated to the right position and with the closing trigger and anvil in closed position with the knife not fully back, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, an ecr60g reload loaded in the device. The reload was received partially fired 2/3 with the reload deck damaged. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the nurse called during the sigmoid and asked for assistance on how to get the stapler out of a lockout. The rep walked them through it, but the tissue was so dense and thick that they could not remove the stapler. The surgeon had to resect more in order to remove the stapler that was still attached to the specimen. Then they had to send the stapler with the specimen to the lab. The procedure was delayed by fifteen minutes and was completed with no patient consequences.